Event description:
It was reported that the gastrointestinal videoscope exhibited no image during inspection for use in an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material found in the light guide rod and lens. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the reported malfunction: a damaged video cable connector and a connection issue. The definitive cause of the foreign material presence was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.